Event description:
It was reported that the patient had the artificial urinary sphincter removed due to the patient had a catheter inserted without deactivating the system, which resulted in urethral erosion. The device was initially implanted in (B)(6) 2015 and explanted in (B)(6) 2020. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted on (B)(6) 2021. The patient was reported to be doing well.